Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer performed an infusion tubing change and multiple infusion site changes to address the occlusion alarms. The customer's blood glucose (bg) level was 300mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. After loading a new cartridge onto the pump, the customer successfully resumed insulin deliveries.